Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy laparoscopic procedure, the needles detached from the threads. Another device was used to complete the case. The surgical time extended thirty minutes or more due to the product problem.